Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0084084, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0112352, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 pen ndl 32g 4mm hp 100 box 1200 us were unable to prime during use. The following was reported by the initial reporter: "it was reported that the insulin doe snot flow during priming. Verbatim: consumer stated, no insulin flow when priming 30 pen needles affected lot: 0084084 & 0112352 catalog: 320550date of event: unknownsamples: yes cl"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned (28) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that there is no insulin flow when priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user error. The non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that 30 pen ndl 32g 4mm hp 100 box 1200 us were unable to prime during use. The following was reported by the initial reporter: "it was reported that the insulin doe snot flow during priming. Verbatim: consumer stated, no insulin flow when priming30 pen needles affected lot: 0084084 & 0112352, catalog: 320550, date of event: unknown samples: yes cl".